Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber loss laser energy and the tip of the fiber broke after 100,510 joules with 24:00 minutes of use. The break was observed to be inside the metal cap from where the energy exits. The light emitted from the fiber was noticed to be scattered and unfocused. The procedure was completed with a second fiber without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber loss laser energy and the tip of the fiber broke after 100,510 joules with 24:00 minutes of use. The break was observed to be inside the metal cap from where the energy exits. The light emitted from the fiber was noticed to be scattered and unfocused. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the alleged fiber tip break is confirmed based on the observed distal circumferential fracture. The fracture likely occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed the aim beam was present at the output window and there were no signs of breakage along the length of fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.